Event description:
The consumer experienced abdominal pain and discharge after using a tampon. She was diagnosed with pelvic infection by her doctor. The doctor prescribed doxycycline and metronidazole for treatment.

Manufacturer narrative:
Device history record reviewed and records found to meet specifications. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.